Manufacturer narrative:
This report is submitted on 14 november 2019.

Event description:
Per the clinic, the patient experienced haematoma at the implant site; subsequently the site was surgically drained (date not reported).

Event description:
It was reported that the device was explanted due to pain, non-auditory sensations and a performance decrement (B)(6) 2019, the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on 19 february 2020.